Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming and was having difficulty charging the ipg. The patient was charging more frequently and for longer period of time. The patient underwent an ipg replacement procedure and was doing well post-operatively, explanted ipg will not be returned.